Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter was leaking from an unknown area. The bulb was inspected and was intact with 10ml of water. Per additional information, the nurse added more saline to the balloon, which helped the issue.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1)patients with delirium who might pull out catheter" (B)(4) the device was not returned.

Event description:
It was reported that the foley catheter was leaking from an unknown area. The bulb was inspected and was intact with 10ml of water. Per additional information, the nurse added more saline to the balloon, which helped the issue.